Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported to a company representative by the user facility that a patient was experiencing a cranial spinal fluid (csf) leak after a (B)(6) 2015 acoustic neuroma surgery. The surgeon applied approximately 20 ccs of the cement in multiple layers to fill a void below the surface of the adjacent mastoid bone. The cement was covered with titanium mesh, upon which another layer of cement was added, and another layer of titanium mesh was applied. The surgeon confirmed the cement set properly. Due to the csf leak, a revision surgery was performed. During the revision surgery, the surgeon noted there was approximately a 1cm size area at the mastoid tip, where the csf leak was located, in which the cement appeared to have eroded. The remaining cement was solid. The surgeon filled the defect with the product and antibiotic flakes were added to the surgical site prior to closing.